Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the audio bolus button was found to be torn. A damaged button will allow contamination to permeate the button contact and negatively impact the button function. During testing, the audio bolus button responded properly.

Event description:
On (B)(6) 2012, the distributor contacted animas and reported that the audio bolus button was unresponsive. There was no additional information available for this complaint. There was no patient impact associated with this complaint. This complaint is being reported due to the allegation that the audio bolus button was unresponsive.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).